Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a screen is flickering and the helium is leaking. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.